Event description:
It was reported that balloon rupture occurred. A 3.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, when an inflation was performed during placement inside the patient, inflation of the balloon could not be confirmed through fluoroscopy. After the device was recovered, a rupture on the balloon part was noted. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 3.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, when an inflation was performed during placement inside the patient, inflation of the balloon could not be confirmed through fluoroscopy. After the device was recovered, a rupture on the balloon part was noted. The procedure was completed with a different device. No patient complications were reported. It was further reported that the lesion was 90% stenosed and severely calcified. The patient status was good.